Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited noise. Isometrics could not reproduce the noise. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Describe event or problem should have mentioned high ventricular rate, device code should have included 1438.

Event description:
Information received notes the right ventricular lead exhibited noise oversensing that was binned as a high ventricular rate.